Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain one) alarm was identified in the log. The alarm occurred on (B)(6) 2013 08:33:43. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was recieved for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of the high drain alarm could not be determined. Should additional relevant information become available a supplemental report will be submitted.